Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is not currently available.

Event description:
It was reported by the affiliate that metal fragments came out of the device during the surgery. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available.

Event description:
Additional information received on 10/25/2018 stated that these are the following presumptive lot numbers: m1801032, m1802019, m1804002 or m1804007. It was reported that the device will not be returned to your site.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore, a physical evaluation cannot be conducted. No further information is available regarding the procedure. Hence, this complaint cannot be confirmed and a root cause cannot be determined for the reported failure. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.